Manufacturer narrative:
The device was returned for analysis. Analysis confirmed the reported event of the device heating up. Pre-repair temperature testing was performed. Pre-repair temperatures were the following: rear ¿ 91.3 degrees f, middle ¿ 146.2 degrees f and nose ¿ 155.1 degrees f. Evaluation found that the middle section was dry, there was no lubrication/grease. The nose section of the device was corroded. There was no physical damage to the device. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that the handpiece getting heated up when it is in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the handpiece heats up within a few minutes. The case was completed with another company¿s handpiece.

Manufacturer narrative:
The device analysis is complete,however the device was not repaired. The approval for repair was not obtained from the customer, device was sent back to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.